Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, and h11 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved after removing a 5f exoseal vascular closure device (vcd) from the patient¿s body. Hemostasis was achieved by manual compression for less than 30 minutes. There were no reported injuries to the patient. The device was used in a trans-femoral coronary angiogram (tfca) procedure. The device was stored, prepped, and used per the instructions for use (IFU) and there was no damage to the device prior to opening the packaging. The procedure used a retrograde approach, and the exoseal vcd was used in a diagnostic procedure. The physician was certified in the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. A non-cordis 5f arterial catheter sheath introducer was used. The femoral artery¿s suitability and insertion angle were verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and there was no visible calcium or plaque, no nearby stent, no stenosis greater than 50%, no previous closure device or manual compression within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped and until the indicator window turned solid black, and fingertip compression was maintained during device removal. Multiple stick attempts were not required to achieve access. The device will be returned for evaluation.